Event description:
It was reported that the left ventricular (lv) lead exhibited dislodgement during a post-operative chest x-ray and it was noted the lv lead was in the main coronary sinus. The lv lead was repositioned and remains in use. The patient is a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.